Event description:
It was reported that during a low anterior resection procedure, the device was placed around the rectum, and it was initially hard to close; there was resistance in the handle. Upon firing, the device was believed to have only cut and not stapled, therefore, a hole was created in the rectum. Upon inspecting the specimen, it was apparent that staples were only present on the anterior portion of the specimen and on the posterior side there were no staples present. The bowel wall was a lot thicker than usual (upon inspecting the specimen) and looked to be 4-5mm compressed. Some staples simply hadn't formed because of the thickness of the tissue. A hand sewn anastomosis then had to be performed, increasing the chance of leaks and adding further time to the procedure. The procedure was extended by 120 minutes. The pt is stable with no reported adverse consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.